Event description:
During a shoulder arthroscopy, it was reported that the surgeon noticed a crack on the anchor in the visual field of endoscope before inserting into the site. It was reported that the surgeon did not use the cannula to insert the device. The physician stated the anchor did not rub against bone. No broken pieces remained inside the sterile pouch. The operation was completed with another healicoil rg of another lot number. The location of the broken piece is unknown. The same prepared site was used to complete the procedure with a backup device. The patient was noted to be okay post-procedure; no additional monitoring or medical interventions were required.

Manufacturer narrative:
Device evaluation: one 4.75mm healicoil rg sa anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The anchor's first single proximal thread has broken off, broken portion was not returned. There is bio-material within the anchor indicating that the device was attempted to be used. Dimensional assessment of the anchor found it met print specifications. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).